Manufacturer narrative:
No serial number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported the device displayed -no disposable clamp tubing- alarm. Reseating cassette and turning pump off/on did not resolve issue. Patient stated switching to backup pump which is working without issue. Patient informed about the -no disposable clamp tubing- alarm was usually due to cassette issues. Patient stated being worried about having similar alarm again as patient has a lot of cassettes. No patient injury was reported.